Event description:
It was reported that a bd vacutainer® eclipse¿ blood collection needle had a safety shield failure. The following was reported, material no. 368607 batch no. 8260964. It was reported that the green cap released along with the pink sharp cover. We have two incidents with the 21g vacutainer needle. Lot # 368607 I have a sample (it's clean) - staff member in the middle of a blood draw process, attempt to remove the white cap and the green cap released along with the pink sharp cover. She almost poked herself with the green end.

Manufacturer narrative:
Investigation summary: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for safety shield separation with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer samples, the customer¿s indicated failure mode for safety shield separation with the incident lot was observed. Root cause description: based on the investigation, a root cause could not be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd vacutainer® eclipse¿ blood collection needle had a safety shield failure. The following was reported, material no. 368607, batch no. 8260964. It was reported that the green cap released along with the pink sharp cover. ¿we have two incidents with the 21g vacutainer needle. Lot # 368607 I have a sample (it's clean) - staff member in the middle of a blood draw process, attempt to remove the white cap and the green cap released along with the pink sharp cover. She almost poked herself with the green end.¿